Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The pigtail catheter was removed for the watchman truseal access system (was), and the was dropped from the anterior lobe. The pigtail was reinserted and was noted that it was outside the silhouette of the heart and a slow growing circumferential effusion was noted. There was a collection of fluid around the heart and beginning to compress right ventricle. Heparin was reversed. The procedure was aborted after the effusion was noted. A pericardiocentesis was performed and 350cc of fluid was removed. A drain was left in for remainder of day, and the patient was stable. A transthoracic echo (tte) was performed later the same day and the patient is expected to make a full recovery.